Event description:
Two nursing assistants were transferring resident from bed to the wheelchair using a lift. The sling was in place. As the na's were wheeling the lift to the wheelchair, one hook became unhooked, and the resident slid to the floor. Because of residents' cognitive impairment, she was sent to ER for further evaluation. X-ray showed fractured left humerus neck. Resident also had left lumbar strain and left elbow contusion. Resident arm put in sling, returned to facility same day. No permanent damage.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.